Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ insulin syringe was missing the scale marking. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that before use of the bd plastipak¿ insulin syringe was missing the scale marking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Sample evaluation: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking issue. The probable cause for the defect is related to failure at printing system at the marking machine entrance, allowing the defect product flow of the process. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation. CAPA is not required.